Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up in the device or under facility search. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in the station. The technical support specialist (tss) dialed into the server and station, ran a report for the date range, which showed most transactions occurred in july. The tss further validated the data using the transaction locate query in structured query language. While attempting to dial into the station, the tss encountered an rss timeout and was unable to connect. The tss then instructed the customer to adjust the admission inactivity date for the server and station through the mail. The tss confirmed that the customer acknowledged and resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.